Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  during system boot-up, the monitor changed to "no sync" and a black screen. The computer cable connector was checked and hardware cleaning performed and the system was able to boot-up normally. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9734477, serial/lot: unknown.  H6) the system was serviced in the field. In summary, once the cable connectors were checked and hardware was cleaned, the system was able to boot-up normally. Codes b01, c07, c13, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A0902 captures the black screen while a110201 captures the "no sync". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.